Event description:
Voluntary medwatch report received noted that the right ventricular lead exhibited low pacing impedance that resulted in lead safety switch. No intervention or patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5156028.